Manufacturer narrative:
A2: age at time of event - 18 years or older b5: describe event or problem updated. E1: initial reporter title and initial reporter last name updated. E2: occupation updated.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported. It was further reported that the target lesion was located in a vessel below the knee.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported.